Manufacturer narrative:
Product ID 3093-28 lot# va011wd, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va011wd, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the device was removed on the day of report due to infection. It was reported, the therapy never worked for the patient and the incision remained open and did not heal and became infected. It was confirmed the lead and implantable neurostimulator (ins) were removed.